Event description:
It was reported that electrogram (egm) review of stored atrial tachy response (atr) episodes on this pacemaker system revealed crosschamber oversensing outside the blanking period at rates above 130 beats per minute (bpm). Additionally, the patient experienced palpitations that correlated with the stored episodes. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.